Manufacturer narrative:
B5: upon follow-up, additional information was received. The peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid. On an unknown date, the patient was hospitalized for peritonitis. The day after the event onset, the patient was treated with meropenem injection (500 mg, intraperitoneal, one dose) and vancomycin injection (1 gm, intraperitoneal, every 72 hours, for 15 days) for peritonitis. Two days after the event onset, the patient was treated with meropenem injection (1 gm, intraperitoneal, once daily, for 14 days) for peritonitis. It was reported the patient was retrained on the proper aseptic technique. At the time of this report the patient was discharged from the hospital and was recovering from the events. Pd was ongoing. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was treated with meropenem injection (500mg) and vancomycin injection (1mg) for peritonitis. Hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.